Manufacturer narrative:
The event date was corrected, and the lot number information was completed. The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the collision caused a shutdown because of an over force detected on axes 1 and 2. The IFU review concluded that the user skipped the part concerning the storage configuration of the robot and didn't clear the touchscreen of the trajectory. Based on the investigation performed, the technical root cause of the event was determined to be a user error.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during parking procedure at the end of the surgery, the robot arm collided with the computer screen arm and a shutdown of the device occurred.